Manufacturer narrative:
The reported event was patient death. As received, a partial lead connector portion was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
Related manufacturer reference number: (B)(4). Related manufacturer reference number: (B)(4). It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was congestive heart failure, cardiomyopathy, coronary artery disease. No additional information was reported.